Event description:
It was reported that the patient was admitted on the (B)(6) 2011 to the intensive care unit. An intra-aortic balloon (iab) was inserted via the patient's right femoral artery on the same day to provide cardiovascular support until the patient was to undergo coronary artery bypass graft surgery (CABG); surgery is scheduled for the (B)(6) 2011. The sales representative was notified by the clinical technologist (CT) on (B)(6) in the am that on sunday the (B)(6) at approximately 02h00 the intra-aortic balloon pump (iabp), iap serial # (B)(4), alarmed and that there was blood in the tubing. The CT told the sales rep that the patient was reported to be disorientated at the time of the incident, bending his legs and trying to remove the iab catheter. According to the unit manager of the intensive care unit (ICU) "the night staff reported that they had to restrain the patient prior to the incident because he was in a disorientated state and attempting to remove the iab catheter." The CT told the sales rep that the nursing staff "stopped the machine" when they saw the blood in the line. The staff called the CT directly. The CT arrived within 30 minutes with a professor and removed the iab catheter. As a result between 14h00 - 18h00 a datascope iab was inserted via the patient's left femoral artery on the (B)(6) using a datascope pump cs300. There was no reported patient death or injury. Medical/surgical intervention was not required. The iabp therapy was interrupted for the time frame it took to insert the second iab. There were no reported patient complications and the patient outcome is listed as "patient still in the ICU awaiting the CABG." It was noted that the iab that was removed appeared to have a kink in the tubing. The sales rep visited the customer and the pump s/n (B)(4), was standing in ICU. The sales rep stated that she immediately checked the water condensation bottle located just behind the helium cylinder. It was "half filled with blood."

Manufacturer narrative:
Follow-up report will be filed if additional information becomes available.